Event description:
A 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. It was reported that the stent graft was pulled distally approx 1.5 cm below the renal arteries, requiring placement of a proximal aortic cuff. The left distal common iliac artery was also dissected during the procedure. An iliac stent was placed to repair the dissection. Final angiography demonstrated no evidence of endoleak. The pt's post-procedure status is unknown.